Manufacturer narrative:
(B)(4). A sample was not returned for this complaint. According to the ups website, the label for this shipment of the sample back to bd was created on 04/05/17 but no further action was taken. Consequently, the reported failure mode could not be evaluated and/or confirmed. No lot number was provided, therefore we are unable to perform a DHR (device history record). The reported issue regarding the remaining of the pleurx catheter cuff inside the patient could not be confirmed. The remnant of the cuff in question was not returned for analysis. Lot number was not provided for DHR evaluation. Investigation is limited without the returned product (such pleurx cuff and/or catheter) for thorough analysis. Therefore, probable root cause could not be determined. Based on the lack of a definitive root cause, no corrective or preventive actions were identified for the reported failure mode. This complaint will be added to the complaint trending system and will be monitored for future occurrences.

Event description:
It was reported via email: customer had patient safety issue, the cuff on the catheter was retained after it was pulled from a patient and discontinued. No patient harm. Multiple attempts have been made to gather additional information with no success.